Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the device did not seal adequately. There was a bleeding on the device selection line. The procedure was aborted.